Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the hand control buttons were not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components. The electrical traces of the hand activation buttons were found to be damaged. This resulted in the hand activation buttons to be non-functional. No conclusion could be reached as to what caused the damaged to the hand activation buttons.

Event description:
It was reported that during a laparoscopic ileocecostomy procedure, during use on a patient, the device stopped working on the minimum setting. The theatre team changed the instrument but after initially working immediately post assembly, once in the patient it demonstrated the same issues with the minimum power level button. The generator and handpiece were both changed and this did not prevent the issue. Finally a device from a different lot number was used and this worked okay. There were no adverse consequences for the patient.